Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was not observed during functional testing; however was confirmed during review of the event log. The probable root cause was due to the damaged lm 34 temperature sensor and damaged pic 16 board likely due to normal wear and tear of the console. The thermogard xp ivtm console is a reusable device and was manufactured on 30 october 2011. It has exceeded its expected serviceable life of five years and is over 8 years old. Upon visual inspection no physical damage was observed. A review of the event log was performed and several tcmid: 05 error were observed. After replacing the lm 34 temperature sensor and pic 16 board, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During device check, the thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure). No patient involvement.